Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed to alarm during patient use. It was reported that there was patient involvement at the time the issue was discovered; however, however, there was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18112.

Manufacturer narrative:
The biomedical (biomed) engineer evaluated the device with the assistance of the remote service engineer (rse). The biomed was informed by the nurse that the ventilator failed to alarm during use on a patient. After checking the error log and powering up the device on user mode, the biomed wasn¿t able to confirm any issue on the alarm. Pending onsite service.